Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photograph of the device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the kit was opened and the white connecter was missing, therefore the catheter could not be flushed. A new device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the kit was opened and the white connecter was missing, therefore the catheter could not be flushed. A new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One powerport isp MRI with 6f polyurethane catheter kit was returned for evaluation and one electronic photo were provided for review. The kit was returned in its original packaging but was received open. The kit is also opened in the provided photo. Although the reported flushing connector is not visible in the photo provided and is not included in the returned kit, the investigation is inconclusive for the reported missing component as neither the evaluation nor the photo review can confirm if the connector was missing from the sealed packaging. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 12/2019), (02/2018).